Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for varicose veins during a esophageal variceal ligation procedure performed on (B)(6) 2026. During the procedure, the seven bands could not be deployed. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the device was provided, and it shows the bands overlapping at each other which caused the reported malfunction.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the bands were overlapping which was confirmed from the attahced photo. In addition, the ligator housing teeth were damaged. The handle was no returned for analysis. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. In addition, the handle was not returned for analysis; however, it was possible to observe that the bands were overlapped. A picture was attached confirming the reported condition. This failure mode may be related to the technique used by the physician or how the device was handled when attempting to deploy the bands with the handle. It is possible that the device's placement or procedural tortuosity affected the functionality of the handle during band deployment. Another possibility is that depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have shifted during the procedure, preventing the bands from deploying properly and causing them to overlap. Additionally, it is possible that an attempt was made to release the band from the suture, and damage to the teeth may have affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for varicose veins during an esophageal variceal ligation procedure performed on (B)(6) 2026. During the procedure, the seven bands could not be deployed. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the device was provided, and it shows the bands overlapping at each other which caused the reported malfunction.